Event description:
(B)(4).

Manufacturer narrative:
A maquet fst evaluated the device and replaced the handle. He did not notice anything unusual with mounting of the handle or signs of impact. The removed component is being returned to the manufacturer for evaluation. This investigation is ongoing and the results will be included in a follow up report. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.